Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported ¿temporal occlusion¿ with an unspecified juvéderm®. No other information was provided.